Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began therapy with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The patient did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1 gm, loading dose, injection ip) and tobramycin (40 gm, once daily, injection ip continuous). The patient was treated with tobramycin (40 gm, once daily, injection ip continuous) until (B)(6) 2011, and on the same day, the event of peritonitis had resolved. The cause of the peritonitis was unknown. At the time of this report the event of peritonitis was resolving. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy.